Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to the remote manager failure. A field service engineer took off the old hasp from the refrigerator, cleaned off the extra tape, realigned the remote manager, and installed a new hasp to resolve the issue. Preventative maintenance was performed on the device. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported when using the pyxis medstation es system remote manager hasp was falling off. The customer stated that there was a delay in the dispensing of the medication. There were no adverse events or injuries reported based on this incident.